Manufacturer narrative:
B5 - the reporter indicated that a 12.1mm vticmo12.1 -8.5/2.0/110 (sphere/cylinder/axis) was implanted on (B)(6) 2023 into the right eye (od). Low vault was observed. Lens was implanted, removed and replaced intraoperatively on (B)(6) 2023 with a longer length lens and problem was resolved. Claim# (B)(4).

Manufacturer narrative:
Claim# (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.7mm vicmo13.7 implantable collamer lens with diopter -6.5 into the patient's left eye (os) on (B)(6) 2023. Within the initial surgery the lens was removed and replaced with a longer length lens due to low vault. This resolved the problem. Cause reported as unknown and it is unknown if the device failed to perform as intended.